Manufacturer narrative:
Investigation summary: no product or logs returned for evaluation. High purge pressure: clinical details noted that pump underwent lysis protocol due to high purge pressure. No additional details were provided. The cause of the high purge pressure could not be determined as no products or logs were returned for evaluation and clinical details were provided. Optical signal issue: clinical details noted that aic was not displaying ps or lv curves or values. Pump position was confirmed, pump was not replaced. No additional details were provided. The cause of the optical signal issue could not be determined as no product or logs were returned for evaluation and limited clinical details were provided. Device history lot: device lot: 1945136. Device history batch: subcomponent lot: n/a. Device history review pump sn (B)(6) passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a 5.5 pump supporting the patient admitted in with cgs and cardiomyopathy. The pump was supporting while left ventricular assist device being considered. The team did observe high pp and gave lytic to resolve, and additionally there was optical signal loss. The malfunctions did not cause any harm or injury. Pump remained on until wean and explant after 32 days.